Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 28 x 2.50 stent delivery system was returned for analysis. A visual examination of the stent found stent struts damaged and bunched at the distal end of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 16mar2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. Following several pre-dilations with 2.0mm and 2.5mm balloon catheters, a 28 x 2.50 promus elite drug-eluting stent was advanced; however, the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed stent damage.